Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(4).

Event description:
The customer reported that insulin had leaked into the cartridge compartment of the infusion device. Customer was not sure where the leak originated in her pump. She advised it could be the cartridge leaking, but also noticed her tubing leaking at the luer connection, so it is possible that the pump was leaking in multiple areas. No adverse event was reported. The lot number was not provided. The insulin cartridge was requested to be returned for product evaluation.